Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the infusion set tubing came apart while sleeping. The patient reported that it was not the first time it occurred but she moves herself a lot during the sleep and always woke up due to wrapped tubing. No further information available.